Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production part number/lot number combination was not provided, which prevented a meaningful review of the device history record.

Event description:
The user facility reported and angio-seal device was deployed into the cfa ( common femoral artery) and the patient complained of pain three days later. The patient was re-accessed and showed a 99% blockage at angio-seal site. The patient was reported to be stable. The procedure outcome was reported to be good after the second procedure. No equipment or other devices were used with the angio-seal device. Additional information was received on 9/14/2018. The patient does have known pad (peripheral arterial disease) and peripheral disease. It is unknown if a pre deployment angiogram was performed. According to doctor, there were no problems with the deployment of the angio-seal. He described it as the inflammation process that happened three days post use. The puncture site appeared to be high in the cfa (common femoral artery). A follow-up angiogram was needed for additional intervention with patient pain. Additional information was received on 9/18/2018. The patient complained of pain for three days after the angio-seal deployment. The md brought the patient back for a follow-up angiogram because of the pain and found a blockage related to what he said was the angio-seal. The site was ballooned twice with a little improvement of flow.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.